Event description:
Pt admitted with diagnosis of failed rt. Knee total arthroplasty. The pt was complaining of rt. Knee pain and swelling. The pt underwent a radical synovectomy of the knee followed by a complex meticulous removal of a fractured tibia component. The tibia had a large defect on the posteromedial aspect and a small defect on the posteromedial aspect and a small defect on the posterolateral aspect. Pt also has history of rheumatoid arthrtitis and osteoporosis.